Event description:
User reported that she had trouble removing the cup. She visited urgent care to have the cup removed again as this was the 2nd time in the last couple of months. The user though has once again expressed interest in using the cup but is now afraid and is seeking advice.